Manufacturer narrative:
The returned blades were measured against their prints and all critical features measured were in specification. Work order documentation was reviewed and all specifications were met.

Event description:
It was reported that during a total knee replacement that the two blades subject to this MDR broke at the blade mount. It was further reported that all broken pieces were retrieved from the patient, and that there was a delay in surgery due to the reported event, but that it did not affect the patient's outcome.